Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported that the insulin pump had keypad issue. The customer's blood glucose level was 200 mg/dl to 300's mg/dl. They reported that the buttons were harder to press. They reported that the act and escape buttons were hard to press, sometimes had to press buttons twice. They also reported that the insulin pump had rejected new batteries and had unexplained no delivery alarms. The insulin pump will be returned for analysis.